Event description:
The facility reported a colleague infusion pump with failure code 812:02. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with failure code 812:02 was confirmed during product evaluation. No assignable cause was provided during product evaluation. This pump is a baxter owned device and will not be repaired.should additional information be received, a follow-up medwatch will be submitted.

Event description:
This is a spontaneous report by a consumer from (B)(6) of did not wear a mask/area not clean before starting peritoneal dialysis (pd) and peritonitis in a patient coincident with pd therapy. On an unreported date in 2010, the patient did not wear a mask and the area was not clean before starting pd. On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was not hospitalized. Remedial therapy consisted of reflin (1 g, once a day, ip), heparin (1000 units, ip), and tobramycin (40 mg, once a day, ip). The peritonitis was resolving. The outcome of the did not wear a mask/ area not clean before starting pd was not reported. Pd therapy was ongoing.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).